Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 2 drawer 1 experienced a drawer failure. The customer stated that the drawer would not open automatically and repeatedly failed, displaying a "requires maintenance" error message. The drawer only opened when pulled manually at the exact moment it clicked during recovery attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that sixth drawer in the main unit had broken rails. A field service engineer (fse) replaced the rails and ran the hardware test application (hta) test to verify proper function. The fse had the customer perform additional testing, and the customer opened and closed the drawer to confirm successful repair. The system functioned as intended after the field service engineer repaired the device.